Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 9 years and 3 months post implant of this bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve. It was reported that there was degeneration of the bioprosthetic valve, specifically stenosis with a max gradient of 119mmhg and mean gradient of 67mmhg. The aortic valve orifice area was reported to be 0.9cm2, and mild regurgitation was present. No additional adverse patient effects were reported.